Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing shocking sensation that made him fall down. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing shocking sensation that made him fall down. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing pain at the pocket site. It was believed that the original ipg was implanted very low on the beltline. The patient underwent a procedure where the ipg was replaced and relocated. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information was received that the reason for the procedure was not due to the shocking sensations, that were previously reported, but due to pain at the pocket site. It was believed that the original ipg was implanted very low on the beltline. The patient underwent a procedure where the ipg was replaced and relocated. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing shocking sensation that made him fall down. The patient will undergo an explant procedure.